Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead was capped and replaced due to lead fracture.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic with multiple episodes of vf. Upon interrogation an alert for possible high voltage lead issue was received. The device attempted to deliver a shock, but failed in the rv to svc vector. The device detected ocd and the need for rv lead replacement. Further actions will be discussed with the physician.